Event description:
Report 2 of 2. It was reported when using the bd vacutainer® sst¿ blood collection tubes there were erroneous results. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, 30 retention samples bd inventory of each known lot were evaluated by visual examination and no issues were observed relating to embedded foreign matter as all samples met specifications. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because the lot number is unknown. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results, but is able to be confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2 it was reported when using the bd vacutainer® sst¿ blood collection tubes there were erroneous results. There were no health consequences or impacts reported.